Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all sterilization and finished goods release criteria.

Event description:
It was reported that a patient underwent an excision of a right cheek lesion on (B)(6) 2011. During suturing, the suture strand broke. The procedure was completed with a same like product. There were no adverse patient consequences.

Manufacturer narrative:
Conclusion: one returned used suture segment was microscopically evaluated. One end of the returned 30cm segment was cut, while the opposite end was broken. The circumstances and amount of force required to cause the breakage could not be determined. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.